Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Migration, erosion, mechanical issue and tissue damage are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion and tissue damage are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced asymmetrical erections. A revision surgery was performed, during which the physician suspected of a left cylinder crossover and confirmed erosion in the distal left side corpora cavernosa during the procedure. The crossover site was repaired, and a new cylinder was placed. The original reservoir was preserved. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced asymmetrical erections. A revision surgery was performed, during which the physician suspected of a left cylinder crossover and confirmed erosion in the distal left side corpora cavernosa during the procedure. The crossover site was repaired, and a new cylinder was placed. The original reservoir was preserved. There were no further patient complications.